Event description:
It was reported that patient presented in clinic for routine device replacement due to eri. Fluoroscopy revealed externalized conductors on the lead. The patient was asymptomatic. No electrical anomalies were detected. Patient will be monitored with routine follow-up.